Event description:
Edwards received notification of an evoque valve in tricuspid position where it was reported that the valve malpositioned post deployment. During the procedure, the placement was somewhat deep after initial crossing but wire push achieved adequate height for capsule gap and subsequent capsule reveal. Some mild compromises on position and trajectory but quite straightforward for an internal jugular approach. Carcinoid leaflets allowed for leaflet capture very early in anchor reveal and the team was able to bring the valve near the annular plane for full valve deployment. After release of the valve, it settled more ventricular most prominently in anterior/septal aspect. Valve noted to be stable but with mild-moderate pvl anterior/septal, and moderate-severe central regurgitation. Additionally, there looked to be some sluggishness of the evoque leaflets resulting in regurgitation. No intervention planned at this time.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for malposition - valve embolizes into ventricle was confirmed with objective evidence. No manufacturing or functional non-conformities were found or identified from the imaging evaluation. The imaging evaluation indicated that during the valve deployment procedure, the valve was deployed too ventricular on the septal, anterior, lateral region. Potential contributing factors to the valve deployed too ventricular are plastered leaflets and suboptimal mpr imaging during leaflet capture based on the review of the images provided. No manufacturing or functional non-conformities were identified from the imaging evaluation. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. The complaint for central regurgitation was confirmed with objective evidence. No manufacturing non-conformities were identified from the imaging evaluation. Imaging observed residual qualitatively moderate to severe transvalvular central tr. Due to the limited patient medical information, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.